Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).

Event description:
It was reported that the patients bg (blood glucose) levels reached over 462 mg/dl. Patient was treated for nausea with zofran and was given fluids and was advised to give 3 units of insulin. Patient reported having stomach pains and so patient went to the emergency room. No further information available.